Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio for low alerts on the g6 mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be that the issue occurred during backfill. No injury or medical intervention was reported.